Event description:
It was reported that the right ventricular (rv) lead revision due to noise on rv channel. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).